Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2011. It was reported that one day post-op, she felt numbness in her hands. Her symptoms were better when the stimulation was on. An sjm rep programmed the pt and waited for the doctors next course of action. On (B)(6) 2011, the pt went into the doctor's office because the lead insertion wound was open, and the first and second layers of sutures were missing. Per sjm rep, the pt's symptoms became progressively better as witnessed at each follow-up appointment. An x-ray was taken after the onset of symptoms, but no anomalies were noted. There has been no further intervention conducted other than routine follow-up appointments. Per the doctor, the pt's symptoms were not device related. No further pt complications were reported.